Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak during routine check. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) evaluated the unit and found helium to have a slow leak, troubleshot leak to regulator. Ordered regulator and returned to replace the high pressure helium regulator (0103-00-0637). Machine passed leak tests, and functioned according to manufacturer specifications and was returned for service.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak.